Event description:
Device used in rescue. Unit would not recognize that the 2nd electrode was placed- the AED continued to instruct them to place the lower pad. A second AED was retrieved and used, shocking the pt one time.

Manufacturer narrative:
Unit has not been evaluated yet. A follow-up report will be submitted once investigation is complete.